Event description:
It was reported that the pump was not vibrating when alerts and alarms were declared. The customer had a low glucose level of 50 mg/dl. The customer consumed carbohydrates to address bg. Technical support instructed the customer to adjust various alert sound settings and to test the sound and vibration, confirming a malfunction since the pump failed to vibrate for alerts. Consequently, technical support arranged for a replacement pump and instructed the customer on returning the defective pump. Meanwhile, the customer was advised to revert to multiple daily injections as a backup therapy to maintain insulin delivery.